Manufacturer narrative:
G4: 04aug2020 b4: (B)(6)2020 failure investigation was completed. The removed central processing unit (cpu) board was received for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was installed into a test ventilator in an attempt to duplicate the reported problem. Further evaluation revealed that the piezo buzzer was failing intermittently due the insulation resistance which was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23apr2020. B4: 24apr2020. The service technician confirmed that the reported phenomenon was not duplicated. The service technician saw the occurrence of the backup alarm failed error in the diagnostic report, so the (cpu) central processing unit was replaced. Overall checks, cleaning, run testing, and a function test were performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
The customer reported a ventilator with a backup alarm failure. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event.